Event description:
Acct: (B)(6). D: caller provided device serial number. Caller indicated that patient's device is beeping due to impedance of 190 on ttc trend. Asked if there was a way to avoid alerting for ttc if patient is programmed to bipolar sensing. R: in viva devices, device does not differentiate between programmed vectors and oor impedances. If either ttc or bipolar measures oor, device triggers carealert. Consider turning off device tones if they are inconvenient, or turning off alert completely. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).